Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with a vf. Ventricular undersensing resulting in delayed therapy was observed. Recommended programming changes were made.

Manufacturer narrative:
(B)(4).